Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was not detached from the pull wire. The guidewire was stuck with guide catheter. The guidewire could not be separated from the guide catheter. Guide catheter and push catheter were bent in several locations. Push catheter was torn by the pull wire for 16.8cm distally from the guidewire exit port. Pull wire was displaced at the location of the tear. The pull wire was kinked at 12cm and 14.5cm from the hub. The investigation concluded that the condition of the returned device was not consistent with the complaint incident that the guide catheter was detached. It is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil, leading to kinks and bends in catheters. Bound by kinks in the catheter, the device would become unable to deploy the stent. Forcible attempts to deploy the stent likely caused tearing push catheter and displacement of pull wire out of push catheter. Therefore the most probable root cause is "operational context." A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that an naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure and upon deployment, the physician experienced resistance and the guide catheter detached. The broken inner guide catheter was retrieved from the patient. The stent also kinked and accordioned. The procedure was completed with another naviflex delivery system. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-00948 for the other associated device information.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) "catheter broken". The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure and upon deployment, the physician experienced resistance and the guide catheter detached. The broken inner guide catheter was retrieved from the patient. The stent also kinked and accordioned. The procedure was completed with another naviflex delivery system. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-00948 for the other associated device information.